Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows a low battery warning on (B)(4) 2013 at 20:37; the alarm was confirmed and the pump rebooted and was not powered on until 23:51 on the same date. During investigation, a low battery warning and a replace battery alarm were induced and both occurred at the correct voltage thresholds; both alarms recorded in the correct time and order in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed a discolored display screen. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas reporting that she found her daughter's pump tonight without power. The patient's blood glucose (bg) was 16.4 mmol/l with out ketones and no signs or symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The history was checked and only had a low battery at 837pm. There was no replace battery alarms received. This report is being made due to the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.